Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited impedance measurements of less than 100 ohms. Initially the physician alleged a possible fracture in the clavicle area, it was found that there was not a fracture, however there was an insulation issue approximately five millimeters proximal to suture sleeve. The pacemaker was reprogrammed to pace and sense in the atrium only. Six and a half years later the pacemaker was programmed to pace and sense in both the ventricle and atrium with appropriate rv impedance measurements. No adverse patient effects were reported.